Event description:
The customer reported that the central nurse's station (cns) discharged a patient on its own without staff intervention. The patient was being monitored on a gz transmitter. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) discharged a patient on its own without staff intervention. The patient was being monitored on a gz transmitter. No patient harm was reported. Investigation summary: no other information was available. The procedures for admitting, discharging, and transferring are provided in the operator's manual, chapter 4 (admitting and discharging patients). The discharge operation can only be performed for the monitored beds whose data is saved locally at the cns. Once discharged, the user can readmit a discharged patient with full data up. The data is retained at the cns for up to 120 hours. There was insufficient information provided to determine the root cause of the event. There is no history of unintended patient discharge for this cns. It is presumed that the discharged bed was not locally filed. There is no indication that the cns had malfunctioned. The service history for this cns shows this is an isolated incident with no recurrence history.

Manufacturer narrative:
The device that was discharged was a gz transmitter. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) discharged a patient on its own. There was no staff input in regard to this occurrence. No harm or injury was reported. The device that was discharged was a gz transmitter.